Event description:
It was reported that the lead exhibited loss of capture with both the primary and back up pulses. The capture thresholds varied significantly from less than 1 v to 3.25 v. The patient was scheduled for an echocardiogram.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.